Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8711, serial (B)(4), implanted: (B)(6) 2010, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as non-malignant pain and lumbar radiculopathy. It was reported the patient was given a prescription for hydrocodone/acetaminophen 4 per day to use in place of her programmed boluses. The boluses were currently causing extreme numbness in her legs due to catheter migration. The patient was also given a prescription for vistaril. They had been using it due to diarrhea that was probably due to withdrawal since the patient was unable to use her personal therapy manager (ptm). The patient's catheter had migrated down from t6 to l2 and the patient needed to be scheduled for a catheter revision. The patient was advised the implant scheduler would obtain pa for procedure and call to schedule. A catheter access port contrast study gave normal results on (B)(6) 2017. The device diagnosis was catheter dislodgement and the clinical diagnosis was extreme numbness, left lower extremity. The outcome was noted as ongoing. The etiology was noted as possibly related to the device or therapy and possibly related to the implant procedure. No further complications were reported.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8711 lot# serial# (B)(4) implanted: 2010 (B)(6) explanted: product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a hcp via a clinical study indicated that there was migration of the intrathecal catheter and the pump in left upper buttock pocket was expiring. The pain was worse on the right side and the patient feels boluses from the pump on the left side. A catheter dye study was done in the clinic and identified the catheter tip was on the left side of the spinal canal. It was recommended replacing the expiring 20cc pump and revising the catheter by moving it rightward within the spinal canal. Options and risks were discussed. The spinal catheter will be revised or replaced. It was noted they removed the expiring pump from the left upper buttock pocket, revised the pocket, and implanted a 40cc pump into the revised buttock. A catheter revision occurred on 2017 (B)(6) and not 2017 (B)(6) as previously reported. The event date was changed from 2017 (B)(6) to 2017 (B)(6). The clinical diagnosis was pain was worse on right side. Diagnostics included a bolus in the pump and a catheter dye study was performed on 2017 (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the pain was worse on the right side as previously reported, which was the catheter side. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the patient's weight was not measured. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported a catheter access port (cap) contrast study was performed on, (B)(6) 2017, and there was no obstruction to the contrast flow but the spinal catheter had migrated from the mid thoracic to l2. The device diagnosis was catheter dislodgement. On (B)(6) 2017, the patient had experienced poor pain relief and was interested in optimizing intrathecal drug delivery. It was noted the catheter was explanted and replaced on (B)(6) 2018. It was indicated the event was related to the device or therapy and unlikely related to the implant procedure. It was noted the event was resolved without sequelae on (B)(6) 2018.